Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via healthcare provider who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the device was turned off by physician a few weeks ago. Patient called rep today to say she feels like her device is hot inside and to the touch and she feels like she is getting shocked. Patient device was turned off by physician a few weeks ago. Patient wants new device. Doctor wants to keep device off for 6 months. Doctor turned device off to stop burning and shocking. Surgical intervention planned. The issue was not resolved at the time of the report. No further patient complications are anticipated or expected as a result of this event.